Manufacturer narrative:
Based on the claim against the product by the customer noting usm's swapping issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left master tool manipulator (mtml) on the surgeon side console (ssc) due to the match grip messages being received when the instruments get stuck on usm 1 or usm 2. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa was able to reproduce the reported failure of constant match grips prompts during calibration. During evaluation, the inner and outer grip springs were found to be bent, causing the mtm to fail the grip calibration test. The grip levers, inner spring, outer spring and magnet will be replaced as a fix. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the customer encountered repeated match grips prompts after the start of the procedure. The fse replaced the mtml to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered the universal surgical manipulator (usm) swapping issue. The customer was able to swap normally from usm 3 to usm 4 and vice versa but the issue resides with swapping from usm 2 to usm 1. The customer stated that they get continuous follow-on matching grip messages. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs but found no faults. The procedure was completed as planned with no reported injury.